Manufacturer narrative:
There was no difficulty removing the stylet or any of the sterile packaging components, hoop or protective balloon cover. The device was prepped per the instructions for use (IFU). The device prepped normally. There were no anomalies noted during or after the device was prepped. The lesion was 99 percent stenosed. A non-cordis indeflator was used for the procedure. The same indeflator was successfully used with other devices. There was no difficulty tracking the catheter through the vessel or lesion. There were no kink/bents noted after device was removed from the patient. There was no unusual force used at any time during the procedure. Corrected data: initial reporter name and address. A saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at five atmospheres during its initial inflation and leakage of contrast media was confirmed. The device was taken out from the patient and there was no reported patient injury. The lesion was the superficial femoral artery which was 99 percent stenosed. A non-cordis guidewire crossed the lesion and an intravascular ultrasound (ivus) checked the lesion which had diffuse calcification. The physician decided to insert the saber pta and there was no issue confirmed with balloon set-up. A non-cordis indeflator was used for the procedure. The same indeflator was successfully used with other devices. A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. There was no difficulty tracking the catheter through the vessel or lesion. However, there was slight resistance felt when it crossed the lesion. There was no kink/bend noted after the device was removed from the patient. There was no unusual force used at any time during the procedure. It was replaced with a new unknown same sized balloon catheter. A smart stent was inserted to check the lesion by ivus and the procedure was completed. A saber pta, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no visual anomalies confirmed. There was no difficulty removing the stylet or any of the sterile packaging components, hoop or protective balloon cover. The device was prepped normally and per the instructions for use (IFU). There were no anomalies noted during or after the device was prepped. The product was not returned for analysis. A product history record (phr) review of lot 17603499 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, vessel characteristics of diffuse calcification and ninety nine percent stenosis may have contributed to the reported event. As calcification is a known factor which can cause damage to balloon material. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record (DHR) review was performed and showed that these lots of products met all the requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot 17603499 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
As reported, a saber pta balloon catheter ruptured at 5 atmospheres during its initial inflation and leakage of contrast media was confirmed. The device was taken out from the patient and there was no reported patient injury. It was replaced with a new same sized balloon catheter. A smart stent was inserted to check the lesion by the ivus and the procedure was completed. The lesion was the superficial femoral artery. A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber pta, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no visual anomalies confirmed. A non-cordis guidewire crossed the lesion and an ivus checked the lesion had diffuse calcification. The physician decided to insert the saber pta and there was no issue confirmed with balloon set-up. There was slight resistance felt when it crossed the lesion. An indeflator inflated the balloon. The device has been discarded in the hospital due to the hospital regulation.